Event description:
It was reported that the balloon burst. The target lesion was located in the arteriovenous fistula segment. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon burst at rated burst pressure inside patient at intended lesion. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure. Device will not be returned for analysis.